Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the patient that their pain stimulator quit working when the cardiac monitor was placed on (B)(6) 2015. Relevant medical history included failed back surgery syndrome and spinal pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.